Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise and far field r-wave oversensing. It was also reported that the right ventricular (rv) lead exhibited high short v-v intervals and oversensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.